Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, no physical damage to the device was confirmed where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the maintenance process. It was noted that the air/water cylinder and scope cylinder had no color. It was also noted that the expected insulation capacity could not be reached due to a cut on the heat shrinking tube of the forceps elevator lever. The plug unit was damaged and switch 3 had a scratch. The image guide protector was damaged and the light guide lens had a crack. The distal end was shaved and had residual liquid. It was also noted that the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned as part of the maintenance process. During routine inspection of the device by olympus, it was noted that the air/water tube and air/water cylinder had a whitish gelatinous foreign material. It was also noted that the distal end and objective lens adhesive had a brown foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.